Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Crm-sal-2023-001 the pacemaker was implanted on (B)(6)2022 on (B)(6)2023, the battery impedance was 610 ohms. The next follow up is planned on (B)(6)2023.